Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2016, 8:00pm. The patient reported she obtained an alleged inaccurate high result of "575 mg/dl" on the subject meter compared to "43mg/dl" on another meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages her diabetes with insulin pump therapy "novolog .70 and 6-10, hourly and daily". The patient denied that she developed any symptoms and stated that on (B)(6) 2016, after 8:00pm that she took some food and/or drink. No medical intervention was reported and no other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and conducted the correct testing steps. The sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution to complete a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.